Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with one hinge pin missing. The device was tested on the generator, this resulted in the ¿reposition jaws and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "reposition jaws and reactivate" message three time. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown abdominal operation, ¿reposition jaws and reactivate¿ was displayed during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.